Event description:
Event1: battery alert failure message. Event2: battery malfunction, low battery. Event3: battery failure, red screen appeared. Removed from service. Event4: battery alert failure. Event5: battery alert occurred suddenly and IV pump turned off. Manufacturer response for infusion pump, sigma spectrum (per site reporter). Baxter is on site working with us on the issue.